Event description:
It was reported that a 'u' approach sling procedure was performed in 2007. Post-operatively the patient did not have any relief from her urinary incontinence. The surgeon has stated that an unknown intervention is planned for the future to resolve the patient's incontinence.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.